Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed high out-of-range (oor) shock lead impedance (sli) measurements. Additional information was obtained and indicated that that the the bone stimulator had caused the high oor sli measurements. The patient will be monitored and be reevaluated upon completion of the bone stimulator treatment. The system remains in service. No adverse patient effects were reported.